Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported inability to detect a closed door was confirmed and reproduced as door not fully latched alarms. This condition was determined to have been caused by the force required to close the door being above expected levels. The door hooks and latch pins were replaced.

Event description:
It was reported a spectrum pump's door would not recognize a closed door. It was also reported there was no pt involvement.